Event description:
It was reported to tyco healthcare/kendall on 6/14/2006 that a customer has a problem with a fastemp rectal thermometer. The customer stated that "the measuring probe had burst." This happened during the measuring process. The hospital put a sleeve/cover over the fastemp. After removing the fastemp they realized that the tip of the probe had exploded and the measuring sensor was open.

Manufacturer narrative:
An investigation is currently underway, results will be forwarded upon completion.